Event description:
Physician reported right side "ruptured, loose silicone." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation:device photograph(s) for the device related to the reported event of rupture was reviewed on 18-may-2022. Visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog no observed rupture in the device: creases; deformation; wear abrasion. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, right side "ruptured, loose silicone". Device was explanted.